Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 it was reported on a social media website that ¿a friend that bought acuvue lenses in optical, got an infection and almost got blind¿. Multiple attempts were made for additional medical and product information, but nothing additional has been received. It is unknown which acuvue brand contact lens the pt was wearing at the time of the event. The lot number was not provided, and it is unknown if the suspect lens is available for return for evaluation. The date of the event is unknown. It is unknown which was the affected eye. This event is being reported as a worst-case event as we were unable to confirm the diagnosis and treatment of the pt. If any further relevant information is received, a supplemental report will be filed.